Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) device. As a result, the customer was unable to self-treat and had contact with a healthcare professional (hcp). The hcp administered the customer with an infusion with electrolytes and the bleeding stopped after an hour. The customer was additionally administered thrombosis tablets and painkillers for treatment. There was no report of death or permanent impairment associated with this event.